Event description:
Breast implants were put in on 11/19/79. For 4 to 6 months rptr had drainage from both sides. Rptr had to be on narcotics for pain and also on antibiotics for months. Rptr was told she was crazy by the drs; but it was very real. It took one whole yr out of her life to heal from those implants. She has had continual problems since; surgery on her right hip, MRI done on her back, and all her joints hurt all the time. She is always depressed and fatigued and has tachycardia. Both implants had to be replaced.